Event description:
Additional information was received that the lead migrated. Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
E1 correction: the reporter¿s information was updated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy and the patient's leads exhibited high impedances. Reprogramming has been unable to resolve the issue. As a result, surgical intervention may be undertaken to address the issue.